Manufacturer narrative:
Cusa excel 23khz cem (c6623) was not returned for evaluation after three good faith effort (gfe) attempts were made; therefore, an evaluation of the device could not be performed to determine root cause. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The issue reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The cusa excel 23khz was returned for evaluation: root cause: no problem found. The complaint evaluation was unable to conclusively verify the complaint as valid. Device passed all testing.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a liver resection surgery, the cusa excel (c6623) and the electric knife force fx-c in conjunction with each other, the electric knife did not respond when the blue switch was pressed or the electric knife suddenly gave an output even though the switch was not pressed during a liver resection surgery. There was no patient injury and no delay in surgery reported. Another product was used to complete the procedure.